Manufacturer narrative:
The reported events of failure to capture, oversensing noise and difficult to advance guidewire were not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A guidewire was able to be fully inserted and removed from the inner coil with no obstruction/restriction. S-curve was measured to be within specification.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) exhibited loss of capture, oversensing noise which led to pacing inhibition and the guidewire had difficulty to advance. The lv lead was removed and replaced. The patient was in stable condition.